Event description:
It was reported to resmed that a nurse attending to an astral patient removed the ventilator for patient suctioning and while reconnecting the patient to the ventilator realized it had shut down. The device displayed a system fault error message that stated "return for service". There was no patient harm or injury reported as a result of this incident.